Event description:
As reported by the edwards field clinical specialist, following the inability to advance the 22fr edwards sheath the patient developed an injury to the right femoral artery which required surgical repair. Per report, the injury was due to a pseudo aneurysm in the right femoral artery from a previous heart catheterization. The procedure was converted to an off-label transvenous trans-septal transcatheter aortic valve replacement (tavr) procedure. Following the repair of the femoral artery, the patient was noted to be in stable condition.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site and there were no edwards representatives present at the procedure; however, there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, per report, the vascular injury was related to a preexisting pseudo aneurysm from a previous heart catheterization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.